Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter alleged that the pump was delivering insulin inaccurately. The indicated blood glucose (bg) level greater than 250 mg/dl but less than 500 mg/dl with no reported symptoms was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/20/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 02/05/2015 with the following findings: a review of the pump¿s black box history showed that an unexplained power reboot occurred on 11/22/2014 and insulin deliveries were never resumed. The total daily dosages added up correctly and reflected the users programmed basal rate. The pump passed a delivery accuracy test and was found to be delivering within the required range and specifications. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked above the bumper pad. The returned battery and cartridge caps were used to complete all testing. The complaint that the pump was delivering insulin inaccurately was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.